Event description:
It was reported that: "pt has personal injuries sustained on (B)(6) 2011 as the result of the recalled stryker rejuvenate modular stem".

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.